Event description:
Complaint called in 2006, the coating on the 895 filter is burnt. Customer also reported burning/blistering two patients. Patient no. 1 was told to apply ice and neosporin on the affected area's and was given a prescription for ultram for pain. Pt no. 2 was told to apply ice and mild to wild sun bronzer (which soothes burns) according to technician.

Event description:
Complaint called in 2006 , the coating on the 895 filter is burnt customer was reported burning/blistering two patients. Patient no 1 was told to apply ice and neosporin on the affected areas, and was given a prescription for ultram for pain. Patient no. 2 was told to apply ice and mild to wild sun bronzer (which soothes burns) according to technician.